Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant and developed a tumor in her right arm and lymphadenopathy of the (neck, feet, elbow) lymph nodes. It is unclear what diagnosis the patient had from the tumor in her right arm. The patient also reported an ultrasound on (B)(6) 2019 that showed a right breast mass, a mammogram that returned with abnormal results, and an MRI on (B)(6) 2019 that showed more mass in the right arm lump. The patient reports she is still being tested and is being seen to determine what interventions are necessary. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.